Event description:
It was reported the programmer printer is printing very lightly. Unable to read printouts. The programmer was returned for repair. It was analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the programmer printer was printing very lightly. It was further noted that wireless telemetry on the programmer was non-functional and the electrocardiogram (ECG) connector on the printed circuit board was loose.